Event description:
During treatment of an aneurysm, the coil did not fill the pace in a desired position in the aneurysm. Upon withdrawal, the coil prematurely detached from the delivery pusher. The coil was retrieved with an endovascular snare successfully. No harm or injury was reported. Patient information - patient weight not available.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample was not performed as the device was reported to not be available. The root cause of this complaint cannot be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.